Event description:
It was reported the pt experienced erosion at his scs ipg site. The pt's physician reportedly revised the system and placed the ipg deeper in the new location.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.